Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address bg level. Reportedly,customer received normal assistance by a 3rd party but was not incapacitated due to bg level. The customer was unable to successfully load a cartridge and resume insulin as the cartridge alarm recurred. Reportedly,customer contacted the healthcare provider to obtain alternate insulin therapy.